Event description:
The plaintiff's atty alleged that the pt experienced sudden cardiac arrest and expired. It was further alleged that the event was caused by exposure to the prod administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event. Add'l info has been requested and will be submitted upon receipt accordingly.